Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative open colon resection, a poor staple formation was observed and patient was brought back for another surgery because the staple line broke down and leaked as the patient was becoming septic. The event led to an extra day of hospital stay because of the intervention done resulting to tissue loss, tissue damage and an extended incision, also had dehiscence.

Event description:
According to the reporter, post-operative open colon resection, a poor staple formation was observed and patient was brought back for another surgery because the staple line broke down and leaked as the patient was becoming septic. The event led to an extra day of hospital stay because of the intervention done resulting to tissue loss, tissue damage and an extended incision, also had dehiscence. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted tissue media and it appeared there was a staple that was unformed. No device was noted in the photograph. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.